Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the device evaluation, the screen black out after using hot and cold water to test due to defective charged coupled device (ccd) unit. The protector of the insertion tube was damaged. There was horizontal stripes in the image after twisting the distal end due to defective ccd unit. The switches were aged. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
Customer reported to olympus that a bronchovideoscope had an abnormal image. The reported problem was found during reprocessing before procedure. The facility finished the procedure with another one. The intended procedure was bronchoscopy. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, adding other and china. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the screen blacked out due to a failure of the charge-coupled device during user handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.